Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the implant is malfunctioning for probably 6 months and the battery is getting hot inside the body and the charge is not holding. Caller stated the surgeon wants to replace the battery and possibly the lead. Caller stated hcp ofc said they will contact the mdt rep but also told caller to call mdt. Caller stated last night patient charge the ins for 4hrs and this morning the ins is depleted. Patient service reviewed reps role and provided nas number for healthcare provider ofc to call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.